Event description:
During a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to contact the outpatient clinic and patient to acquire additional information related to the reported event; however, no additional information concerning the nature of the patient¿s peritonitis, cause of infection, treatment course and current disposition were obtained. Upon review of the information in the follow up, the pdrn stated the patient had peritonitis but had not yet seen the patient. There was no indication from the pdrn this event was caused or contributed by a malfunction or deficiency of any fresenius product(s) or device(s) at the time of the follow up.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set and the adverse event of peritonitis as there was no confirmation of whether this event occurred during pd therapy or otherwise. Regardless, it is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there is no confirmation of the root cause from a medical professional, patient or patient contact. In the absence of a confirmed root cause of the patient¿s peritonitis, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor to the patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
During a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to contact the outpatient clinic and patient to acquire additional information related to the reported event; however, no additional information concerning the nature of the patient¿s peritonitis, cause of infection, treatment course and current disposition were obtained. Upon review of the information in the follow up, the pdrn stated the patient had peritonitis but had not yet seen the patient. There was no indication from the pdrn this event was caused or contributed by a malfunction or deficiency of any fresenius product(s) or device(s) at the time of the follow up.